Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the unit was found to obtain readings and alarmed visually and audibly. The device did not remain powered on when undocking and docking. The device powered off with no low battery alarms. The battery was discharged and allowed to charge overnight. When powered on, the device powered off after a few seconds, during which time and a low battery alarm with visual indicator was verified functional. The battery was found to not charge to an acceptable capacity. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device powers off after disconnected from the rds. No alarm indicates that device powered off.